Event description:
On 1/17/98 at 0730 an iabp cath alarm went on "iabp cath". Blood noticed inside iabp, catheter tubing. Heparin drip discontinued and catheter pulled out. Apparently first iabp catheter was inserted in cath lab on 1/16/98 at 1702 during stent procedure. At 1724 according to cath lab noted, above catheter ruptured and a new one was inserted.